Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0b93b, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va074jq, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
Information was received from the consumer reported the patient was given instruction from their health care professional (hcp) to change to group a if they started to shake. They started to shake on (B)(6) 2015. They wanted to switch from group b to group a. They successfully switched to group a. Immediately after they switched to group a, they started to shake badly and they felt bad. After a few minutes it slowed down some. They wanted to go back to group b and were able to do so. They changed to group b and immediately started to shake again. The shaking then went down. It was a sudden change in symptoms. The patient was implanted for essential tremor and movement disorders.